Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that when trying to place an implant that the placement driver (impdts) became stuck in the implant. The implant was removed due to this issue. However, another implant was placed during the same surgery.

Manufacturer narrative:
The certain® driver tip was returned for inspection. Visual inspection revealed moderate wear about the hex tip of the driver. The o-ring was noted to be worn down and pressed inward, in need of replacement. The device was functionally tested. Mating implants would not engage correctly with the driver. This caused the implants to fall out of the driver with minimal force. The event of stuck driver could not be reproduced, and is considered unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates driver tip would not disengage with mating implant. The alleged event was unconfirmed during inspection. However, it was determined that driver disengaged too easily from the driver, and would not function correctly. A root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.